Event description:
Investigation revealed a dim display screen; the letters had a red hue. The battery compartment was also cracked from the bottom traveling to the bumper. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/06/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/06/2015 with the following findings: investigation revealed a dim display screen; the letters had a red hue. The battery compartment was found to be cracked from the bottom traveling to the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).